Event description:
The facility reported a flogard infusion pump that presented "f38 alarm in channel 1". It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a flogard infusion pump with an "f38" was confirmed in the sample evaluation task. The cause was due to damaged force sensing resistors (fsrs) in channel 1. Service replaced the fsrs to resolve the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.